Event description:
It was reported that a minicap transfer set was not properly fitting with an adaptor. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: an actual sample was received for evaluation. A visual inspection and microscopic inspection were performed and no issues were noted. Function tests, including leak testing, clear passage testing, clamp function testing and simulated-use testing were performed and no issues were observed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported problem was not verified and the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.